Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger was making a weird clicking noise like it wasn't connecting and there for a while, error light showing on recharger, not reliably charging ins. They said they didn't know if the dock had a short in the cord so it was not charging the pad that the patient uses to charge their implantable neurostimulator. They spoke with representative a couple of weeks ago and was told to call patient services to get the dock replaced if issue persisted. They mentioned that over the weekend the patient's facility called them because the patient was slumped over and couldn't move and their dbs was turned off. Caller was able to turn the dbs back on with the manual programmer, but is concerned that something is wrong with recharging equipment and would like a replacement as rep  suggested. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the recharger and dock.